Event description:
It was reported that patient presented to clinic for bi-ventricular implantable cardioverter defibrillator (ICD) upgrade. It was noted that during device interrogation, the atrial lead exhibited noise over sensing which had led to inappropriate mode switch. It was also observed that there were multiple large noise episodes. Therefore, the physician elected to cap the atrial lead on (B)(6) 2026. A new atrial lead was implanted. The patient was discharged with no reports of adverse consequences.